Event description:
It was reported that prior to a replacement surgery planned due to battery depletion, high impedance was detected through system diagnostics. High impedance continued to be detected intraoperatively, so the patient underwent lead replacement along with generator replacement. The explanted products were discarded. No further relevant information has been received to date.